Event description:
Manufacturer review of the published article entitled "revision of vagal nerve stimulator (vns) electrodes: review and report on use of ultra-sharp monopolar tip. Child's nervous system, (B)(6)2010: online. Ng wh, donner e, go c, abou-hamden a, rutka j." Identified that a vns patient underwent vns lead and generator revision surgery due to high lead impedance. It was noted during surgery the lower coils were dislodged. Attempts to the author for additional information, and if this event was previously reported, have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.